Manufacturer narrative:
The beckman coulter field service engineer (fse) indicated the collar wash vacuum valve failed causing reagent probe b to leak. Fse replaced the collar wash vacuum valve to resolve the issue. Instrument resumed operation. (B)(4).

Event description:
The customer reported a contained of 100 milliliters fluid leaked under the reagent probe b and inside the reagent refrigeration compartment on their unicel dxc 600 synchron clinical chemistry system. The operator wore a lab coat and gloves while troubleshooting. No one needed medical attention. No patient samples were run at the time of the leak.